Manufacturer narrative:
The field service engineer ran performance testing and this was ok. A specific root cause could not be determined based on the provided information. The issue may be related to pre-analytic handling of the sample or the presence of bubbles/foam on the reagent surface. A general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for free thyroxine (ft4) on an e module analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 49.14 pmol/l. The sample was repeated, resulting as 21.26 pmol/l. The sample was repeated a second time, resulting as 21.19 pmol/l. The 21.26 pmol/l value was believed to be the correct value. The patient was not adversely affected. The ft4 reagent lot number was 140865. The reagent expiration date was asked for, but not provided. The field service engineer stated that he did not see anything special with the analyzer. He cleaned the sample probe and checked liquid level detection. He checked the gear pump pressure and adjusted this. He replaced pinch tubing.